Event description:
It was reported: pt started having pain 4 wks post-op, went to ER w/severe pain in groin, unable to ambulate and admitted to hospital. Last report from surgeon indicated that the pt had improved. However, surgeon reported on 07/2001 that the pt was again symptomatic and w/radio-lucent line in zones 1, 2 & 3. Now, scheduled for revision in early august.